Event description:
It was reported to medtronic minimed that the customer requested for replacement of pump after being hospitalized. The high blood glucose event value was 584 mg/dl at admission following a sensor change alert. The event involved products mmt-332a,mmt-397a,mmt-1884. The customer reported confusion as a symptom at the time of hospitalization, and ketone testing was positive. Treatment in the hospital included IV insulin drip. Troubleshooting was declined by the customer. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. Mmt-332a,mmt-397a no product return was required. Mmt-1884 product return was required.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 and d10 with this report. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08745 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(4) event date of 26-nov-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) event date of 26-nov-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 2 days prior to the related svn#: (B)(4) event date of 02-oct-2025 and 1 week prior to the primary svn#: (B)(4) event date of 26-nov-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 20:33:00.000 (B)(6) 2025 10:55:01.000 insert battery alarm was found on: (B)(6) 2025 22:59:13.000 (B)(6) 2025 11:13:24.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 03:08:56.000. There was no power data available for the date of (B)(6)2025. Unable to check power data for low battery alert on (B)(6) 2025 20:33:00.000. Upon checking on the power data/detail trace file, low battery alert o(B)(6) 2025 10:55:01.000 was expected since the battery in the pump is low on power. The customer had used a low power battery. No unexpected low battery alert noted during testing. Sensor error alert (801) was found on: (B)(6) 2025 19:01:19.000, (B)(6) 2025 20:31:19.000, 10/01/2025 23:31:21.000 (B)(6) 2025 01:01:20.000, (B)(6) 2025 02:31:21.000 (B)(6) 2025 13:48:23.000, (B)(6) 2025 15:18:24.000 (B)(6) 2025 16:19:15.000, (B)(6) 2025 16:29:00.000 lostsensor1alert (780) was found on: (B)(6) 2025 15:54:00.000, (B)(6) 2025 16:04:00.000 (B)(6) 2025 18:20:00.000, (B)(6) 2025 18:30:00.000 sg calibration error (776) was found on: (B)(6) 2025 14:59:34.000 lostsensor2alert (781) was found on: (B)(6) 2025 18:46:00.000 the pump was programmed with a test guardian link (4) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted during testing. No sensor error alert, lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.05 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for pump/transmitter communication anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer requested for replacement of pump after being hospitalized. The high blood glucose event value was 584 mg/dl at admission following a sensor change alert. The event involved products mmt-332a, mmt-397a, mmt-1884 and mmt-7040a. The customer reported confusion as a symptom at the time of hospitalization, and ketone testing was positive. Treatment in the hospital included IV insulin drip. Troubleshooting was performed. The customer stated that pump was used within 48 hours of the reported event and using auto mode feature at the time of the event. No further patient complications were reported. For mmt-332a, mmt-397a and mmt-7040a no product return was required. Mmt-1884 product return was required.